Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 189mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump received with intermittent up and down arrow buttons due to flattened dome switch. Insulin pump passed displacement test. Insulin pump received with cracked end cap. Insulin pump was unable to verify prime alarms due to cracked end cap. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratches on lcd window.